Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) radiation sterilized extension sets disconnected easily. It was further specified that the female end would "pull away" from the male adapter; the female end should luer-lock onto the non-baxter cap or to the intravenous (IV) tubing. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.